Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronics. No black wire was noted under the screen.

Event description:
Customer reported when she tried reconnecting to her insulin pump after showering this morning, she noticed a black wire with a clear coating under the lcd screen. There is condensation under the lcd screen. Customer's blood glucose was 102 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).